Manufacturer narrative:
(B)(4).the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the initial approach for the index surgical procedure? Date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? Were there any concomitant procedures performed? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates. If reoperation: please provide the date what were the findings on reoperation? Was the exposed mesh excised? Are there any pictures for evaluation? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced pain on movement, hematuria and 2 cm mesh exposure into vagina. The patient will undergo urgent cystoscopy and CT urogram. Additional information has been requested.